Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a damaged esd700 diode array on the distribution node pca. The root cause for the damaged diode array could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt does not communicate with monitor.